Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, a 6/7f mynxgrip vascular closure device (vcd) failed to deploy, despite following the steps. A non-cordis sheath was used. After a 90 second swell time, lock, stabilize, deflate (l.s.d) was performed. Upon removal of the balloon/catheter through the advancer tube lumen ¿ the advancer tube was removed from tissue tract and mynx sealant was stuck on end of advancer tube. The sealant was appeared to be not fully hydrated and not fully expanded. The mynx was used in a peripheral intervention procedure. The device was stored and handled per the instructions for use (IFU) and the storage temperature did not exceed 25 °c. There were no anomalies noted to the device when it was taken out of the packaging. The procedure used a retro-grade approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site was the common femoral. The vessel diameter verified to be greater than or equal to 5 mm in diameter. The deployer shuttled down completed. Manual pressure was done for less than 30 minutes. The patient is noted to have recovered after the procedure. The non-sterile 6/7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath and sealant were not returned. The advancer tube was separated from the catheter. The catheter, advancer tube and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was re-inserted to the catheter and was able to properly engage the tamp lock during investigation. A device history record (DHR) review of lot f1815502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not returned stuck to the advancer tube. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the information available for review, handling factors (such as over-tamping) may have contributed to the sealant stuck to the advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the DHR, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The non-sterile 6f/7f mynx grip vascular closure device (vcd) involved in the reported complaint was returned for investigation without the procedural sheath and the sealant. Visual inspection of the returned device, showed that the shuttle cartridge was engaged to the handle. The advancer tube was separated from the catheter. The catheter, the advancer tube and the shuttle cartridge were inspected for damages that may have contributed to the reported event, however, there were no visual damages or anomalies were observed. During functional analysis, the advancer tube was re-inserted into the catheter and was able to properly engage the tamp lock during investigation. A review of the manufacturing documentation associated with lot f1815502 presented no issues during the manufacturing process that can be related to the reported event. The event reported as ¿sealant stuck to advancer tube¿ could not be confirmed as the sealant was not returned for evaluation. Therefore, the exact cause of the reported failure experienced by the customer could not be conclusively determined.

Event description:
As reported, a mynxgrip vascular closure device (vcd) failed to deploy, despite following the steps. A non-cordis sheath was used. After a 90 second swell time, lock, stabilize, deflate (l.s.d) was performed. Upon removal of the balloon/catheter through the advancer tube lumen ¿ the advancer tube was removed from tissue tract and mynx sealant was stuck on end of advancer tube. The sealant was appeared to be not fully hydrated and not fully expanded. The mynx was used in a peripheral intervention procedure. The device was stored and handled per the instructions for use (IFU) and the storage temperature did not exceed 25 °c. There were no anomalies noted to the device when it was taken out of the packaging. The procedure used a retro-grade approach. The user was certified on the use of the mynx. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site was the common femoral. The vessel diameter verified to be greater than or equal to 5 mm in diameter. The deployer shuttled down completed. Manual pressure was done for less than 30 minutes. The patient is noted to have recovered after the procedure.